Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400td was received for investigation. Visual inspection identified that the cutting tip at the distal end of the inner tube had broken off prior to receipt for investigation. The fragments generated during the event were not returned for analysis. Corresponding damage was present to the cutting window at the distal end of the outer tube. The observed condition is most likely the result of interference between the device and other instrumentation or bone during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus resection surgery small parts from the tip of the device broke off. The broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.